Event description:
When counting sponges for a surgical case before patient entered room it was noticed by the circulating nurse and scrub tech that the raytec did not have an rf-tag in any of the sponges. Raytecs were removed from the room and brought to the attention of the operating room manager. Local hand pack- cardinal health sopoclhsra exp date: [redacted date] mfg date: [redacted date] barcodes: (11) [redacted date] (17)[redacted date](10)72815(01)10195594697327. Manufacturer response for local hand pack, local hand pack (per site reporter) [redacted date] initial contact sent, or confirmed one pack noted, and cardinal rep was notified. [Redacted name].